Event description:
The customer contacted stryker to report that their device shutdown. In this state the device may not be able to deliver defibrillation therapy if needed there was no patient involvement reported with the event.

Manufacturer narrative:
A stryker depot technician evaluated the device and could not duplicate the issue, but verified the issue in the device's memory. It was noticed that the issue occurred while using old batteries. The battery pins were replaced as a pre-caution, and the customer was advised to purchase new batteries. Proper device operation was observed through functional and performance testing and the device was returned to the customer for service. A conclusive root cause could not be determined.